Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for left side. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Additionally it was reported a ¿possible fluid surrounding the implant¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on anterior side assessed as surgical damage. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed.

Event description:
Healthcare professional reported "rupture". This record is for left side. Additionally it was reported a ¿possible fluid surrounding the implant¿. Device has been explanted.